Manufacturer narrative:
Device evaluated by manufacturer? No. Lens remains implanted. Method: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in his right eye (od) on (B)(6) 2010. The patient reported a cataract was forming outside of the visual range. The facility indicated the date of the cataract diagnosis was (B)(6) 2015. The cataract was an anterior subcapsular and has progressed. The facility reported the adverse event was not related to the device and patient's va post-op was 20/20. The lens remains implanted.

Manufacturer narrative:
Per medical review: the patient completed 60-month follow-up form and reported that cataract was forming out of visual axis. No report of secondary surgically or medically intervention performed. According to data clarification request, dated on 2/5/16, anterior subcapsular cataract was noted a year ago and has progressed, causing the decrease in va (20/20-1) since icl implantation. The same report stated that cataract was not device related. Lens remains implanted. Based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).